Event description:
The customer contacted olympus to report the endoscopic image was upside down. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no report of patient injury.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The customer phenomenon was not confirmed. The olympus repair center found the image properly displayed and was not inverted. All testing found the unit to be operating normally and revealed no weaknesses or lack of functionality. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 2 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was not determined. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.